Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, reoperation, rupture, and death. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of aneurysmal false lumen using one gore® tag® thoracic endoprosthesis. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, during a post-operative follow-up, a type ii endoleak was reported. The diameter of the aneurysm was 53mm. On (B)(6) 2010, the patient underwent a coil embolization procedure of the left subclavian artery to repair the endoleak. On (B)(6) 2010, the patient was discharged. On an unknown date in (B)(6) 2010, the patient expired at another institution due to a ruptured aortic aneurysm. According to the cro in (B)(4), no further information is available.